Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. It was reported that while in trajectory one view was not fully displaying the cad model. There was no reported impact to patient outcome and a reported delay of less than 15 minutes. The cad instrument (driver) was flashing in and out in only the trajectory 1 view. The trajectory 2 and synthetic ap cad model were stable. The projection from the instrument model was also stable. Technical services (ts) was unable to replicate issue with demo mode. Technical services (ts) advised the following. Cycling views or changing the layout. Remove instrument and read it (since it is multiple instruments, probably just exit procedure and go back into it) move the t1 view to a different view port to see if that does anything.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that navigation system passed all testing. Concomitant medical products: other relevant device(s) are: product ID: 9735740, software version: 1.3.2. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3, h6: a software analysis was initiated to determine the probable cause of the issue through log analysis. Analysis found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. Codes b01, c10, d02 are applicable to this analysis medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.